Event description:
Related manufacturer report number: 3006705815-2019-01963. It was reported that the patient's lead had migrated. As a result, surgical intervention was taken on (B)(6) 2019 to reposition to lead. During the procedure the physician was unable to fully secure the screw in the header of the ipg. Using, a stitch and anchor the issue was resolved.